Event description:
It was reported on (B)(6) 2025 that the patient presented with grade 3 mixed tricuspid regurgitation (tr) and small leaflets for a triclip procedure. During the procedure, imaging was challenging. During lockline removal, resistance was felt while retracting it into triclip delivery system(tcds). The lockline was stuck and the triclip was deployed. It was observed in echocardiography that the clip is partially attached to septal leaflet and multiple chordae were grasped along with the clip. As per the physician, the partial clip detachment is due to patient's anatomy. The tcds and triclip steerable guide catheter (tsgc) was removed out of anatomy. The tr was unchanged post procedure. There was no clinically significant delay. No additional information was provided.

Manufacturer narrative:
The device has been received. However, investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
All available information was investigated and the reported inability to remove the lock line was confirmed via returned device analysis. The reported poor image resolution, migration (partial clip movement), and entrapment of device (clip caught on chordae) could not be replicated in a testing environment as they were related to patient anatomy, procedural conditions, and/or operational circumstances. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot. Additionally, a review of the complaint history did not indicate a lot-specific quality issue. The investigation determined the reported inability removing the lock line was due to the observed knot in the lock line; however, a definitive cause for the knot cannot be determined. The reported poor image resolution was due to echo conditions. The reported migration of partial clip movement appears to be related to patient morphology/pathology. Additionally, a cause for the reported entrapment of device (clip aught on chordae) cannot be determined. The reported patient effect of unchanged tr appears to be related to the partial clip movement and/or due to the entrapment of device. Tr is listed in the instructions for use as a known possible complication associated with triclip procedures. The reported serious injury/illness/impairment was a result of case specific circumstance as no additional intervention/treatment was provided. There is no indication of a product issue with respect to manufacture, design or labeling.